Manufacturer narrative:
Continuation of concomitant product: (B)(6) 2016.

Event description:
It was reported that the patient was admitted to the hospital for a pocket infection and (B)(6). The patient's system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.